Event description:
It was reported, that the implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were removed, due to patient death. The cause of death was not provided. Further information was requested, but not received.

Manufacturer narrative:
The lead was returned due to patient death. As received, only connector portion a partial lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.